Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspections were performed on the returned device. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported difficulty removing the protective sheath could not be tested in a testing environment since the protective sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that procedure was to treat a lesion located in the moderately calcified, non-tortuous left anterior descending artery. Resistance was felt during removal of the protective sheath from the 2.5 x 12 mm nc trek balloon catheter; however, the sheath was able to be removed. The device placed was placed in the patient anatomy; however, placement of the balloon within the target lesion was not possible as it would not cross. A new balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported.